Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working. The ipp removal was successful, but the pump tubing was found to be broken. New cylinders and a pump were placed without complications. However, during the placement of the reservoir, hard adhesions were encountered, and while the surgeon was trying to develop space for the reservoir an accidental puncture was done to the patient's bladder, and the procedure was aborted. The components were removed and recollected. No additional patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working. The ipp removal was successful, but the pump tubing was found to be broken. New cylinders and a pump were placed without complications. However, during the placement of the reservoir, hard adhesions were encountered, and while the surgeon was trying to develop space for the reservoir an accidental puncture was done to the patient's bladder, and the procedure was aborted. The components were removed and recollected. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Both cylinders passed visual inspection. No damage or abnormalities were found. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. The pump passed visual inspection. No damage or abnormalities were found. The pump passed the leakage test. The pump passed functional testing. The reservoir was microscopically inspected, and leak tested. The reservoir passed visual inspection. No damage or abnormalities were found. The reservoir passed leakage test. Based on the information available and analysis results, the allegations of a mechanical issue and a tubing hole/perforation were unable to be confirmed as no failures were identified. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.concomitant product UDI for reservoir is (01)00878953005669(17)260731(10)1100558959